Event description:
During post-dilatation of a stent that was placed in the left external iliac artery, this balloon ruptured at 5 atmospheres (atms). The patient is a male. The vessel had mild calcification, no tortuousity and 90% stenosis. There is no information as to if there was any difficulty accessing the lesion with a guidewire, if the lesion was pre-dilated, or any difficulty placing the stent at the lesion. After properly inspecting and prepping the balloon, the physician advanced it to the lesion for post-dilatation. When the balloon was inflated with an indeflator, it burst at 5 atms. Therefore, it was withdrawn out of the patient's body, and another balloon catheter (slalom thrill, 439-7020t) was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.